Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: the battery cap was damaged and measurements were out of specifications.

Manufacturer narrative:
(B)(4). Device evaluation: on examination, the battery compartment was noted to be cracked from the threads to the pump case seal. The threads on the inside of the battery compartment were noted to be stripped. The battery cap that was returned with the pump for investigation had stripped threads. When attached to the pump, the yellow o-ring on the battery cap was visible and the cap would not secure properly onto the pump. The battery cap was measured and noted to be out of specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.